Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, the faradrive steerable sheath had fluid leakage through the valve at the back of the sheath that occurred for the duration of the case. The procedure was completed successfully with original device. No patient complications occurred. The device has been returned for analysis.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, the faradrive steerable sheath had fluid leakage through the valve at the back of the sheath that occurred for the duration of the case. The procedure was completed successfully with original device. No patient complications occurred. The device has been returned and is pending analysis.